Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the nurse tried to connect the reload to the device. However, it was noticed that the size of reload was wrong. Then, they connected the correct reload to the device, and the surgeon fired the device. However, the tissue was only resected, but was not stapled. Staples went into pieces, and they came off the cartridge. The surgical time was extended by less than 30 minutes. Additional tissue resection was required due to the issue and there was tissue damage. It was also reported that less than 200 cc of bleeding occurred as a result of the issue. The procedure was completed with another device. There was no patient injury.